Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID : 37602, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that for a long time now the patient would experience a shocking sensation momentarily when they turn on their stimulation in the morning. No further complications were reported.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va16wxv, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va13xcf, implanted: (B)(6) 2016, product type: lead. Codes previously reported now apply to the leads, not the ins based on additional information received.

Event description:
Follow-up was received from the patient, reporting that in order to resolve the shocking, the patient had to have surgery to replace their leads. The patient reported that since the surgery, they haven't experienced any shocking pertaining to the implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.